Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported that the caster detached from the unit resulting in the potential for the unit to tip or fall. There was no report of patient involvement.